Manufacturer narrative:
Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch."

Event description:
It was reported that a venflon pro safety 14ga 2.0mm od 45mm l leaked during use. The following was reported by the initial reporter: "after flushing via injection port they found huge blood leakage approximately 250 ml of blood leaked through the port, before awareness. The patient received another venflon pro safety."